Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported cable break and steerable guide catheter (sgc) unable to curve the guide was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the mechanical issue of sgc unable to curve guide was due to the cable break; however, a definitive cause for the cable break could not be definitively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is filed due to a steerable guide catheter cable break. It was reported that during steerable guide catheter (sgc) insertion into the patient's groin, the +/- knob was turned 3/4th of a turn when a cable break occurred. The cable break was evident due to the lack of sgc tip deflection upon turning the knob. Reportedly, there was no unusual resistance during sgc insertion into the groin. Another device was used in replacement. There were no adverse patient effects or clinically significant delay. There was no additional information provided regarding this sgc issue.